Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01938, 1627487-2022-01939, 1627487-2022-01940. It was reported that patient their system explanted due to an infection. The infection is now resolved.